Event description:
Customer reported device = 126 mg/dl and lab = 99 mg/dl. Due to the results. Doctor increased insulin. No treatment received. Controls used, but values were not provided. A request was made for return product and replacement product was sent.